Event description:
It was reported that while testing a physician¿s programming system, the error message of ¿unable to open port¿ was received repeatedly. The wand battery had already been changed and the usb cable connection checked. Another usb cable was tried and the same issue occurred. New serial cables were sent to the physician and these worked with the programming system. The serial cables that were not working were returned to the manufacturer for product analysis. Product analysis is currently underway and has not yet been completed. MFR. Report # 1644487-2015-03588 houses the report for the second serial cable.

Event description:
On 01/22/2015 product analysis was completed on the two serial cables. Product analysis found a disconnected wire connection in the returned serial cables. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Product analysis noted that it appeared to be cable stress-related. The second serial cable issue is reported on MFR. Report # 1644487-2015-03588.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.